Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited atrial channel oversensing of ventricular signals, observed on the presenting electrogram. The oversensing was falling into blanking period. A signal artifact monitor (sam) event was observed in addition, resulting in the minute ventilation (mv) feature being disabled. Technical services (ts) discussed programming options including adjusting right atrial (ra) sensitivity. This pacemaker remains in service. No adverse patient effects were reported.